Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up with a blood glucose reading of 113 mg/dl. Customer bolused 2.4 units and 2.5 hours later she retested and her blood glucose was 281 mg/dl. Customer washed her hands and checked her blood glucose. Customer stated that it was 247 mg/dl. Customer stated that she had a couple of low blood glucose readings 2 months ago. Customer stated that she went to the doctor and her settings were adjusted. Customer's blood glucose was 49 mg/dl on (B)(6) 2014. Customer stated that it was 144 mg/dl during breakfast. Customer stated that it was 320 mg/dl a few hours after breakfast. Customer treated and her blood glucose went down to 58 mg/dl. Customer stated that her doctor decreased the basal rate. Customer treated with a bolus and has been taking one glucose tablet for a low blood glucose reading. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.